Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported that the endoscopic vein harvesting procedure went normal and suddenly, the tip disappeared from the device. Through the scope, the harvester could see where the tip was located in the leg. They first harvested the vein, then went in the leg again to look for the tip by using the scope but could not find the tip. The or staff is not sure if the material remained in the leg or was removed when they harvested the vein out of the tunnel. The tip is so small and so clear that it will be difficult to see and find on the table or floor. No pt complications were reported by the hospital at this time. It is unk the exact component broke off from the device institute: another country's hospital.